Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter, receiver and smart phone that occurred on (B)(6) 2015. Patient's call dropped while attempting troubleshooting and could not be reached again. At the time of contact, no injury or medical intervention was reported.